Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 1am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿201mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and in response to the alleged product issue the patient took an increased dosage of insulin based on this reading. The patient stated that one hour after the alleged product issue occurred they developed the symptoms of ¿sweating and dizzy¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.